Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and insulin flow block alarm. Customer was able to clear the alarm and able to complete rewind. The insulin pump was passed in displacement verification table and self test was passed. The insulin pump belt clip rails was cracked and was dropped. Troubleshooting was performed. Customer will discontinue the use of insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version: 5.2a. Retainer ring: black. Pump case type: ngp. Customer returned pump for an alleged cosmetic damage located at the belt clip rails, pump error 82, and no delivery observed on 06-nov-2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 alarm or unexpected insulin flow block alarm were noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 was found in the history on 06-nov-2022 at 16:02:01.000. Confirmed pump alarm insulin flow blocked alarm on 06-nov-2022 at 16.00:55.000 during bolus in the pump downloaded history. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found moisture damage on the motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, stained keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 82 was confirmed in the pump history. Unable to confirm for software anomaly due to insufficient data in the detail trace file [first date/time entry in detail trace: 06-nov-2022 at 20:39:13], problem isolated to the electronic assemblies. Cosmetic damage was confirmed at the belt clip rails (broken). No delivery was not confirmed during testing. Exposed to moisture was confirmed at the motor and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5.

Event description:
The device was returned for analysis.